Manufacturer narrative:
Method code - materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and evaluation. The assignable cause of the odor/smells issue is the oil mist filter, catalytic decomp filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 09/30/2015.

Event description:
An international customer reported an event of an "oil smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury.